Event description:
Affiliate reported tht at the end of the skull bone perforation, when removing the drill, the drill has broken and a part (1cm) got stucked in the skull of the pt and could not be removed. It was not forced during use. The remaining part of the drill will be sent for eval.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.